Event description:
No additional information received from customer

Manufacturer narrative:
Correction is being made to previously submitted g3 - date received by manufacturer, which was not late. The correct date was [10/31/2025].

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope exhibited a noisy screen. The issue occurred during inspection for use. There were no reports of patient involvement.